Event description:
While performing laparoscopic sleeve gastrectomy, the covidien endo gia articulating reload with tri-staple technology (purple 60mm medium/thick) would not fire. No other information available.